Event description:
It was reported that in 1994 the pt underwent a cervical diskectomy, osteophytectomy, foraminotomy and fusion with bone graft from bone bank at c5-6 & c6-7. Wound was closed with interrupted 4-0 absorbable suture sub-q. Steri strips were used on skin. The pt was discharged home the following day. Vancomycin 1 gm IV had been given before induction of anesthesia, and was subsequently given 500 mg IV q 6 hours for 3 doses. They were discharged after the last dose of vancomycin. The following month the pt was admitted to the hospital again and diagnosed with diabetes, cad, and a post-op infection: cellulitis of neck. There was a dehiscence of the lateral 1/3 of the neck wound and subcutaneous necrosis noted one day ago, pt developed elevated temperature (103f) and foul drainage from the wound. They had been on erythromycin orally. Woound cultures taken at admission indicate klebsiella pneumonia and oxytoca. Started on fortaz 1 gm IV. Treated with wound care regimen. Discharged 10 days later, and was afebrile and the wound looked clean at that time. Subsequent wound culture was negative.